Manufacturer narrative:
The follow is being submitted to relay additional information. Updated: d4 updated UDI: (B)(4). H4 updated 09 aug 2010. H6 updated method 3331, 10 and 4109. H6 updated results 3252. H6 updated conclusion 4315. Complaint sample was returned for evaluation. Reported event was confirmed. Investigation of the DHR did not reveal any process deviations or indications of manufacturing variations that would contribute to the observed failure mode. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following the placement of a bone plate to correct a fractured humerus, the patient complained of pain. Radiographs indicated that the plate had fractured. Attempts have been made and additional information on the reported event is unavailable at this time.